Event description:
It was reported the patient did very well after the implant surgery and fell one time during the (B)(6), where he usually fell about 10-12 times a day. In (B)(6), the patient fell and hit his head pretty hard and had a CT scan to check the device. Then in (B)(6), he fell really hard and had stitches in his face and another CT scan at the end of (B)(6). In (B)(6), he started shaking and was taking "6 cinamed 25/250." The patient never had speech problems before surgery, but now did, as well as sensitivity to light. Subsequent information received reported the cause of the event as "no particular event." It was noted that it was "unclear" patient complains he hasn't felt well since the dbs system has been turned on. Had many complaints also before it was turned on. There were no abnormal impedances and it was unknown if there was a device or system issue with respect to the event. Reprogramming was initially done on (B)(6) 2012, and it was noted that the patient got improvement initially, and then worsened. It was indicated that the patient complains of feeling "sick" but cannot elaborate, complains of "cotton mouth," trouble regulating his breathing, slurred speech, and dizziness. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v719620, implanted: (B)(6) 2012, product type lead. (B)(4).